Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found the reported problem was confirmed but could not be replicated. The system logs indicated that error 319 occurred in conjunction with error 32114, suggesting a communication issue between the aurora link axes controller motor (acm) board and the axes controller spar (acs) board. The unit was tested on an in-house system under normal operating conditions, with no errors observed. Additional testing on a patient side cart fixture test platform (pftp) system showed all tests passing related to the reported problem. Visual inspection revealed no signs of physical damage. The complaint regarding error code 319 was confirmed by failure analysis. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to transient communication issues between the acm and the acs boards, suggesting intermittent functionality of the parallelogram fiber cable located on usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported recurring error codes on universal surgical manipulator (usm) 2. Tse verified the error logs revealed the presence of error #319, indicating some nodes were not present at startup on the specified arm network. Tse was unable to perform troubleshooting directly with the customer as the customer had already proceeded with the remaining robotic usms. Subsequently, tse received another inquiry from clinical territory associate (cta) regarding the fault code and provided guidance that further troubleshooting would need to be performed by a field engineer. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Universal surgical manipulator (usm) arm 2 replaced to correct reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.